Manufacturer narrative:
A boston scientific technical services consultant suggested reprogramming the minute ventilation (mv) to passive and removing the wand. The caller reprogrammed and confirmed that the rate stayed at 70bpm when the wand was removed. The mv feature will be turned back on at the patient's next appointment. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient had undergone an unspeficied surgery. High rate pacing was observed following the procedure. The patient tolerated the higher rates with only a slight shortness of breath.